Event description:
Procedure performed: laparoscopic cholecystectomy event description: clip applier misfire. Additional information was provided by [name], ama territory manager via email on 01-may-2026: "could you please update the event date to 28th april 2026 not january. Thank you! " additional information was provided by [name], ama territory manager via email on 06-may-2026: "I¿ve heard back from the customer regarding additional information about the event. I do just want to confirm the event date had been changed to 28th april. Below is additional information: in response to your questions, as previously highlighted: clip applier should engage a preloaded clip distally before activating when required. Dr [name] has filmed this process failing as it does not pre-engage, has happened multiple times. The case was a laparoscopic cholecystectomy, and the surgeon had the clip applier in the port site ready to activate. The clip did not engage and released completely into the patient's abdominal cavity, the surgeon then has to retrieve the clip, delaying the necessary action required. Usually voiced frustration, equipment failure, and procedural delay are discussed by the surgeon at this point. There was no clinical impact on the patient. The surgeon resolved the issue by requesting an additional clip applier be opened after retrieving the discharged clip. The [competitor device] was requested and has been the preferred device for dr [name] since the multiple failed attempts previously with ca500." Additional information was provided by [name], ama territory manager via email on 11-may-2026: "I spoke to dr [name] and I will be attending his next lap chole on 19 may to see for myself, but he is certain they removed the device from the packaging correctly as to not trigger the mechanism prematurely." Intervention: the surgeon resolved the issue by requesting an additional clip applier be opened after retrieving the discharged clip. Patient status: okay. There was no clinical impact on the patient.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.